Event description:
Customer reported to beckman coulter inc. (Bec) that clear fluid was dripping from under the coulter act diff 2 analyzer. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe wipe was loose and not seated properly. The fse found the probe was dripping. The fse secured the probe wipe into the probe housing assembly using the retainer clip to resolve the leak issue.

Manufacturer narrative:
Evaluation: results: probe wipe. (B)(4).